Manufacturer narrative:
As reported, bleeding did not stop after using a 5f exoseal vascular closure device (vcd). Therefore, the product wasn¿t available and manual compression was performed for twenty minutes for hemostasis. The device was used in a coronary angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. Fingertip compression was maintained on the skin during removal of the device. There were no multiple stick attempts made before access was achieved. The bleeding was treated with manual pressure. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. Nevertheless, the guard was locked to ensure that no compromised state was present on it, meaning that the guard received in an un-locked state was shifted to a locked state, and meaning that the locking sound and mechanical displacement related to the locking mechanism of this component was successfully observed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device since the device was received fully deployed with no plug. In addition, due to the nature of the event, the failure cannot be duplicated in the lab since it is a patient related event. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the guard unlocked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. In addition, vessel tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, bleeding did not stop after using a 5f exoseal vascular closure device (vcd). Therefore, the product wasn't available and manual compression was performed for 20 minutes for hemostasis. The device was used in a coronary angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The catheter sheath introducer used was a 5f non-cordis sheath. The device was stored per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. Fingertip compression was maintained on the skin during removal of the device. There were no multiple stick attempts made before access was achieved. The bleeding was treated with manual pressure. The device is being returned for evaluation.